Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient accidentally changed the basal program from the weekday program to other program resulting in blood glucose levels up to 570 mg/dl with confusion. The patient was treated with a bolus from the pump and the patient's blood glucose decreased to 493 mg/dl. The reporter stated that the other program had no settings which resulted in no basal insulin delivery. The reporter confirmed that the pump was giving the message "active basal program is empty". This report is made based on the allegation that the patient experienced hyperglycemia as a result of accidentally changing the basal program.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter stated that the issue was related to not the patient accidentally changing the basal program resulting in no basal delivery. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the black box confirmed that the patient changed the basal program from "weekday" with 32 units total to "other" with 0 units/hour resulting in no basal delivery. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.